Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer indicated via phone call of unexplained high blood glucose of 500 mg/dl. Troubleshooting found that the customer treated with an insulin pen but blood glucose is still high. Customer indicated that there may be an issue with the insulin pump settings and will follow up with their doctor or go to the hospital.